Manufacturer narrative:
Additional information: h3-device evaluation lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic broken and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.0 diopter into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.